Event description:
It was initially reported to philips healthcare that the heartstart mrx failed opcheck for therapy cable. The customer changed the therapy cable and the unit still failed opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.